Event description:
Reporter alleged receiving the results of 30 mg/dl, 74 mg/dl, 56 mg/dl and 124 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that his sister treated him with orange juice in between each of the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.